Manufacturer narrative:
H6 codes: please note that patient code e2403 and device code a180104 no longer apply to this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received clarified that the ¿water accumulation in the stimulator¿ allegation pertained to the patient having ¿experienced swelling, seroma, edema, etc. At the ins site¿ rather than water being physically present in the ins. It was stated that ¿it was not a problem with the ins.¿ the cause of the ¿water accumulation¿ was not determined. No further complications were reported or anticipated.

Manufacturer narrative:
Report has been updated to include information previously captured in 2182207-2025-01673 as it was determined that the reported information pertains to this report instead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient reported through a manufacturer representative that they experienced ¿water accumulation in the stimulator¿ and that they had the implantable neurostimulator (ins) removed as a result of the issue. No further complications were reported or anticipated.